Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units and remained static at 105 units for several hours. The customer reported blood glucose level was "good". The customer declined to reload the cartridge and will continue to monitor insulin gauge.